Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion." Customer statement: "after infusing 355.4 ml, still blood in the bag. Issue occurred: (B)(6) 2022. No patient harm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat fms 2.2 article number: 8715440. 2.3 serial number/batch: (B)(6). 2.4 software version: ifme03004. 2.5 hours of operation: 32335. 2.6 seal: yes (353-01-001). 2.7 further information: n/a. 3. Investigation results: 3.1 history inspection: no history available. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the seal on the back housing were intact and undamaged. The device was slightly soiled on the outside. The membrane showed age related signs of wear and was darkened. On the housing side one foot was damaged. 3.3 functional inspection: a functional test was performed. The device did start using the power of the battery pack and passed the self-test, the mains voltage was connected, and the battery pack got charged. An infusomat space line was inserted, and it was possible to put the pump into operation. Drops were recognized by the connected drop sensor. 3.4 individual inspection: 3.4.1 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -6,16%. 3.4.2 the electronic pressure cut-offs and the mechanical pressure limitations of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-offs were checked: pressure stage low: 0,52 bar (should be: 0,07-0,65 bar). Pressure stage middle: 0,72 bar (should be: 0,26-0,95 bar). Pressure stage high: 1,03 bar (should be: 0,61-1,05 bar). The mechanical pressure cut-offs were checked: pmax: 1,75 bar (should be: 1,2-1,7 bar). Pmin: 1,45 bar (should be: >0,83 bar). Safety clamp was checked: pmin: 0,35 bar (should be: >0,4 bar). The values for pmax of the mechanical pressure cut-offs and the safety clamp were not within the specification. 3.5 disassembling: during the disassembling of the device age related signs of wear could be detected. The stepper motor showed these in form of a too large bearing clearance. The plastic housing of the linear bearing of the peristaltic pump was damaged. 4. Judgment: 4.1 the complaint could be confirmed. The measured flow deviation in point 3.4.1, as well as the values for pmax of the mechanical pressure cut-offs and the pmin of the safety clamp, as measured in 3.4.2 were not within the specification. Addition information: due to age related signs of wear, a new finger pump and stepper motor were installed, the scale factor was set to 62 and the accuracy measurement according to iec 60601-2-24 was repeated. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -3,31%, hence within specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.